Event description:
It was reported that the pump¿s back housing seam separated from the screen assembly, exposing the internal components, and the user temporarily secured the unit with tape; this corresponds to a device bonding failure involving the display assembly. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communications with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss of or failure to bond at the display assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.